Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to change the configuration. A field service engineer troubleshooted and found the ports were active. So, we decommissioned the old interface and purged the queue. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with patient details which all patients did not cross on all stations. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.